Manufacturer narrative:
The field service representative found the slider had too much slack in up/down movement, the gear pump pressure was low, and the rinse mechanism had two nozzles sticking up. He cleaned the slider and bearings on the sample mechanism, tightened and adjusted/aligned the sample probe. He adjusted the gear pump pressure, and adjusted and cleaned the rinse nozzles and tubing, splash guard covers for reagent probes, and checked the sample and reagent flow rates. He performed hardware checks and backed up the database. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
A precision test was performed on the same sample on a different analyzer and the results were 0.9-1.0 mg/dl. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine results for 1 patient sample on a cobas 8000 cobas c502 module. The initial result was 3.91 mg/dl. The initial result was reported to the patient's doctor. The doctor questioned the result and requested the sample be repeated. The repeated result was 0.88 mg/dl. The repeated result was believed to be correct. The reagent lot number and expiration date were requested, but not provided.